Manufacturer narrative:
The technician replaced the emergency trendelenburg valve to resolve the issue.

Event description:
The technician alleged the bed had no emergency trendelenburg function. No injury reported.